Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a dilatation procedure performed on (B)(6) 2026. During the procedure, the pressure gauge on the syringe was defective. The first time it was pressurized, it did not indicate a proper pressure. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is waiting for pickup, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h11: the device is currently in transit to boston scientific for evaluation and a supplemental report will be submitted following completion of the technical analysis. With all available information, boston scientific concludes the reported event of inflation device gauge reading inaccurate was not confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Manufacturer narrative:
Block h6 imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is waiting for pickup, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during a dilatation procedure performed on (B)(6) 2026. During the procedure, the pressure gauge on the syringe was defective. The first time it was pressurized; it did not indicate a proper pressure. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.